Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there is a debris inside the tip protector in sealed sterile packaging. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.